Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported 4 false positive flu a results; patients were asymptomatic. The customer communicated the results were confirmed negative by molecular (pcr testing).